Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This event was previously reported under manufacturer report number 1415939-2014-00151 . The suspect medical device manufacturer location was incorrectly documented. This report 3002809144-2014-00179 was opened to correct the device manufacturer location. An evaluation is in-process.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01913i000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01913i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Event description:
The customer observed falsely elevated parathyroid hormone results for eighteen patients while using the architect intact pth assay (range 15-68) compared to results generated using the synlab pth method (range 12-72). The customer provided the following data (intial: abbott architect ipth/ retest: synlab): initial 35, retest 26, initial 40, retest 25, initial 47, retest 28, initial 47, retest 29, initial 54, retest 34, initial 64, retest 42, initial 67, retest 49, initial 77, retest 51, initial 80, retest 58, initial 81, retest 51, initial 83, retest 58, initial 100, retest 64, initial 114, retest 83 I, nitial 116, retest 87, initial 118, retest 82, initial 184, retest 114 I, nitial 230, retest 166. No adverse impact to patient management was reported. The result was not reported out of the laboratory.